Manufacturer narrative:
Paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. It may occur as a result of a lack of appropriate sealing of the valve at the annulus. The most common reason for pvl is inadequate debridement of a calcified annulus or attempted implant with improper valve seating. Pvl is not a result of device malfunction. There may be small pvls identified intra-operatively or post-operatively which do not require any intervention. Most cases of pvl noted intra-operatively are corrected with standard surgical techniques during the initial implant procedure and do not lead to serious injury or death. In this case, the patient required surgical intervention to treat the pvl approximately one month post implant. The device was not returned for evaluation as it remained implanted. The root cause of the plv remains indeterminable. If new information becomes available, a supplemental report will be submitted. The device history record (DHR) review is in progress. A supplemental report will be submitted upon completion.

Event description:
It was reported that an 25mm pericardial aortic valve was treated due to moderate pvl after an implant duration of 1 month. The patient initially underwent avr and CABG x5. There was no pvl noted at that time. Per obtained medical records, approximately one month after initial avr, the patient was admitted for aortic valve perivalvular leak with shortness of breath and weakness. The patient then underwent placement of a 12 mm amplatzer septal occluder for ai closure. The patient was doing well after closure and was discharged home in stable condition.

Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Through further investigation, during the initial implant procedure, the aortic valve was found to be trileaflet and heavily calcified. The valve was debrided and sized to the subject device. This valve was lowered into its proper position, and the stay sutures were secured. The valve was ballooned and the sutures were tied using car-knot with good placement of the valve. The aortotomy was closed and the patient was transferred to ICU in critical condition. The patient also underwent CABG x5 during the procedure. The patient experienced atrial fibrillation on pod 2 that was resolved. The patient was discharged home with hhc in stable condition. Based on the information received, operational context and patient's clinical condition most likely contributed to this event. There was no indication or allegation of a device malfunction contributing to the event. Edwards will continue to review and monitor all events through the use of edwards quality systems. No further corrective or preventative actions are required at this time.